Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2014 due to chronic uti. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat vaginal vault prolapse, and stress urinary incontinence. The patient underwent concurrent procedures to repair a rectocele, cystocele, urethrocele and enterocele during mesh implantation. It was reported that the patient also had a floseal hemostatic matrix [baxter healthcare corporation] implanted on (B)(6) 2009. It was reported that following insertion the patient experienced pain, infection, and urinary problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/12/2017. It was reported that following insertion the patient experienced recurrent urinary tract infections, urinary frequency, urgency and incontinence.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, urinary frequency, urgency and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching and vulvar abscess.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary obstruction.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia, (B)(4) bladder problems. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.